Event description:
Elderly female who underwent an aortic valve replacement (avr) 5 years ago and has summarily developed a mycobacterial infection. She has had blood cultures that were positive for mycobacteria.